Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair with the use of rapidloc for fastening, the fastener failed to deploy upon firing. During the retrieval process, the suture snapped and the 'top hat' portion of the fastener fell away into the joint space. The component was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek received the complaint device and visually examined it; it is noted that the inserter needle, the silicone retention tubing (in tacked and in place on the inserter needle), and the top hat portion of the fixation device; the backstop and the suture was not received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern the root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.